Manufacturer narrative:
Received nine (9) new list #121959290 primary plum sets. As received no damage was observed. Each set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air-in-line alarms were generated and no restrictions in flow were noted on any of the sets. In attempts to replicate clinical use water was pushed through each of the claves on each of the sets. No occlusions were observed on any of the sets. The complaint of occlusion could not be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a primary plum set, 4 clave multiport connector, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, polyethylene lined light resistant tubing, secure lock, 216 cm . It was reported that several tubing from the same lot could not be used because the pump was occluded. The pump was changed, but the same result. Length: 216cm, priming volume: 19 ml , sterile pack latex-free length=272cm. Priming volume=18.5ml. The customer stated that the incident occurred around (B)(6) 2024, there were no visible signs of damages, malfunctions or problems with the device prior to the incident, other lots were used with the pump and there were no problems, the serial numbers of the pumps are not known, the solution used during the incident was sodium chloride (nacl) , the device was connected to a patient at the time of the event, the patient was stable, no one was harmed during the event, there was no delay in therapy, the tubing was changed and the infusion was successful, there was no blood loss, the incident was noted during infusion, the tubing was primed as per product recommendations, it is unknown where the occlusion was, the customer stated that the drip chamber was correctly filled.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter contact ( phone) (B)(6).